Manufacturer narrative:
(B)(4). Initial reporter - phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with automated peritoneal dialysis (apd) therapy.  On an unreported date, the patient was treated with unreported medicine for the peritonitis. The cause of the peritonitis was unknown. The patient passed away nineteen days after being admitted to the hospital. The cause of death was reported to be peritonitis. It was not reported if an autopsy was performed. Apd therapy was ongoing until time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that approximately one week prior to hospitalization for the peritonitis, the patient (pt) experienced diarrhea. The peritonitis was manifested by cloudy effluent. It was reported that the cause of the peritonitis was the diarrhea.